Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specifications. No unexpected battery out limit alarms noted. Unit received with intermittent buttons due to corroded keypad traces, cracked case at display window corners and display window, minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and happened after a battery change. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.